Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as the device serial number was not provided. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a valve was explanted after an implant duration of seven (7) years and eight (8) months due to calcific degeneration. A 29 mm valve was implanted in replacement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Product evaluation: customer report of calcification was confirmed. As received, approximately 90% of leaflet 3 was cut. The cuts had smooth and even edges; only parts of the leaflet fragment were returned. X-ray demonstrated heavy calcification on leaflets 1 and 2, and on the remaining section of leaflet 3. The wireform was observed to remain intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect and 10mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Subvalvular apparatus was observed around commissure 2 at the outflow aspect. Leaflet mobility was restricted due to calcification and host tissue. The wireform was exposed around leaflet 3 at the outflow aspect. The sewing ring was cut around leaflets 1 and 3. Additional manufacturer narrative: updated sections.

Event description:
Edwards received notification that a valve was explanted from a (B)(6) patient after an implant duration of seven (7) years and eight (8) months due to calcific degeneration leading to stenosis. A 29mm valve was implanted in replacement. The clinical evolution of the patient was very satisfactory. After product evaluation host tissue and motion restricted leaflets were observed.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.